Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection showed that the keypad cover was intact and free of damage; moisture was evident behind the display lens. Damage to the pump case was observed between the display lens and case seal. Evaluation revealed that all of the keypad buttons were intermittently responsive. The pump failed a leak test due to the pump case damage. The keypad cover was removed and contamination was observed under all key contacts. The pump cover was removed and evidence of moisture contamination was found on internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the up arrow, down arrow and ok keypad buttons were under responsive. It was noted that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.